Manufacturer narrative:
An event of the device prematurely releasing from the cable was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020 a physician proceeded to embolize a vessel (arterial) using the amplatzer vascular plug ii. After advancing the device to the first lobe, the device was deployed and while pulling back with the catheter, attempting to reposition, the device moved/migrated 1 mm out of the target location. Although the device remains implanted, the device was essentially implanted "not in the target." This will be conservatively reported as the patient is requiring medication a little longer due to the migration. The patient is reported to be stable.